Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a damaged battery cap and a hospitalization due to low blood glucose levels. The customer's blood glucose level was 24 mg/dl. The customer stated they may have over delivered. The customer was advised that the device would be replaced. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose drive support disk. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests also, and received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had broken battery tube threads, broken battery cap, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner, cracked lcd window and minor scratched lcd window.